Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor glucose and blood glucose were not accurate. The customer indicated that his sensor glucose was 60 mg/dl and blood glucose was 102 mg/dl and went to threshold suspend. Troubleshooting advised customer on calibration techniques and to remove sensor to see if it works and if not, then to change out sensor. The customer was advised to return sensor for analysis and that new sensors would be shipped to him.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed for low readings.